Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor had a reaction during platelet collection. No further information has been provided at this time to determine the type of reaction or if medical intervention was required for this event. Patient's (donor) full identifier: (B)(6). Patient's age or date of birth, sex, and weight are not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: the customer reported the donor's reaction was treated by tipping the donor back and applying cold compresses. No further action was required. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable was unavailable for specific root cause analysis. Donor reactions area known inherent risk of apheresis procedures.

Event description:
The customer did not respond to attempts to obtain the patient's (donor's) age, gender or weight.